Manufacturer narrative:
(B)(4)

Event description:
Additional information received via the patient's attorney reported the patient intends to bring a claim against the manufacturer for breach of warranty regarding their spinal cord stimulator.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information received from the patient reported that they had an ongoing infection at the implantable neurostimulator (ins) site and leads. They had an upcoming appointment with their primary care physician. It was noted that where the "leads go up" it festers and was draining. The patient saw their primary care physician (pcp) and had been put on strong antibiotics. The patient noted that they could not go back to the healthcare professional (hcp) who implanted the device because of financial difficulties. They had an upcoming appointment with their pcp and was going to ask them for a referral to have the ins system removed. The indication for use for the implanted device was noted multiple back operations. There were no further details, interventions or an outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Please refer to manufacturer's report# 3004209178-2016-03540 for information regarding breach of warranty for the ins s/n (B)(4). Information previously reported in follow up report #2 and any additional information received regarding the breach of warranty claim will be reported in 3004209178-2016-03540.

Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Please refer to manufacturer's report# 3004209178-2016-03540 for information regarding breach of warranty for the ins s/n (B)(4). Information previously reported in follow up report #2 and any additional information received regarding the breach of warranty claim will be reported in 3004209178-2016-03540. (B)(4).

Event description:
Additional information received from the attorney on 30-sep-2016 reported that the patient was admitted to the hospital on (B)(6) 2016 for an infection that had developed around the device. The stimulator was removed the next day. Cultures taken tested positive for serratia marcescens and staphylococcus. The patient was later discharged on (B)(6) 2016. The attorney also claimed that the patient had incurred the following "damages": physical pain, mental anguish, disfigurement, and physical impairment. The attorney also stated that the patient had a history of chronic back and lower extremity pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.